Event description:
Patient was admitted in the hospital after a syncope event. A rise in capture threshold was observed. At the programmed outputs the patient was pacing sub-threshold resulting in an 11 second pause which was recorded on the telemetry. The physician decided to partially cap the pace/sense portion, and the defib portion of the lead remains active.

Manufacturer narrative:
No medwatch form was received.